Event description:
It was reported that right ventricular automatic capture (rvac) test was done and found this right ventricular (rv) lead to exhibit loss of capture (loc). The physician inquired as to why no alert was received to inform of the rvac being in suspension. Technical services (ts) reviewed the available stored data and discussed the rvac feature settings with the physician. Subsequently, the physician performed a lead revision, this rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that right ventricular automatic capture (rvac) test was done and found this right ventricular (rv) lead to exhibit loss of capture (loc). The physician inquired as to why no alert was received to inform of the rvac being in suspension. Technical services (ts) reviewed the available stored data and discussed the rvac feature settings with the physician. Subsequently, the physician performed a lead revision, this rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. Subsequent additional information was provided by the field representative that reported that the physician believed that the cause of the loss of capture (loc) on the right ventricular (rv) lead was due to a micro-dislodgement. No additional adverse patient effects were reported. The rv lead was retained and discarded by the hospital after explant.